Event description:
Healthcare professional reported, "a left side deflation." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination of valve assessed as adhesive failure, one opening in radius side assessed as fold flaw opening and one opening in radius assessed as surgical damage. Additional observations: wear abrasion is observed. Crease is observed.

Event description:
Healthcare professional reported, "a left side deflation." The device has been explanted.